Event description:
It was reported, the patient was walking past a decoration and the decoration hooked on to her catheter. The patient was in pain for a little while and checked to see if she was bleeding but she wasn't. Patient questioned a disconnected catheter. The patient was seeking a physician to manage their care. The pump was delivering morphine and verisol. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).